Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she is unable to establish communication between her scs ipg, pt programmer and charging system after turning the scs ipg off 3 days prior. A sjm rep confirmed the issue. The pt also reported upon attempting to establish communication with the ipg using the programmer she received a comm error 2501 message. F/u identified surgical intervention will be taken at a later dat e to address the issue.